Manufacturer narrative:
Analysis was performed on the returned device. The reported separation of the guide was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. In this case, it is likely the guide broke or separated during insertion due to the angle of insertion, or anatomical conditions in relation to the device as the posterior needle tip did not indicate contact with foot or cuffs. The separated guide condition would induce the observed needle to cuff miss, and if separated would prevent the foot closing creating the entrapment of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the interventional procedure and attempted arteriotomy closure with the prostyle device was at kosei hospital. During an attempt to remove the device, the guide separated and remained in the blood vessel. Hemostasis was temporarily achieved with surgical cutdown and the patient was transferred to nishinomiya watanabe hospital to remove the separated portion. Here, a snare device was used to "fix" the separated piece and it was removed surgically. There was a reported clinically significant delay in the procedure due to the hospital transfer. No additional information was provided.

Manufacturer narrative:
D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. H6 correction: health effect - impact code 4607 added. H10 correction: related report number added. E1: (B)(6).

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure with a 7f sheath. Reportedly, a foot break occurred. A snare was used to remove the broken foot. Surgery was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following information was received: the interventional procedure and attempted arteriotomy closure with the prostyle device was at kosei hospital. During an attempt to remove the device, the guide separated and remained in the blood vessel. Hemostasis was temporarily achieved with surgical cutdown and the patient was transferred to nishinomiya watanabe hospital to remove the separated portion. Here, a snare device was used to "fix" the separated piece and it was removed surgically. There was a reported clinically significant delay in the procedure due to the hospital transfer. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure with a 7f sheath. Reportedly, a foot break occurred. A snare was used to remove the broken foot. Surgery was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6).